Event description:
On 11/6/2024, an ilet user contacted beta bionics support for assistance with a supply change while using the ilet system with a contact detach infusion set. During the call, the user accidentally delivered approximately 40+ units of insulin into their body by pressing and holding the pump while connected. The user's blood glucose (bg) level was 62 mg/dl at the time of the call. The agent recommended the user consume carbohydrates and seek medical attention. The user consumed an orange, a candy bar, three small orange juices, half a cream pie, and two small candies to stabilize their bg levels while en route to the ER. At the hospital, no medical interventions were required, and the user was advised to continue eating and drinking to maintain their bg above 130 mg/dl. Their lowest recorded bg during the event was 50 mg/dl. The user left the ER within an hour and reported feeling shaky and hot during the incident. The user stabilized their bg levels later that evening, reaching 90 mg/dl by 2 am cst, and resumed using the ilet system without further complications.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.